Manufacturer narrative:
H3 - device evaluation 3331 - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type event(s) was reported for units within the same lot. Manufacture narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (cataract). In a separate visit the lens was explanted. Cause of the event was reported as unknown.